Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for low blood glucose. No blood glucose reading was reported. Troubleshooting was performed. The insulin pump passed the lead screw test but the time and date were not correct. Nothing further was reported.